Event description:
Reporting status: permanent damage -serious injury -medical intervention. Reporting rationale: myocardial infarction -in-stent thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during the initial procedure, performed in 2009, two promus stents (2.5 x 28 mm and a 2.5 x 23 mm) were successfully deployed in the lcx om1. Two days later, the pt was presented with stemi and in-stent thrombosis. The lesion was dilated with another company's 2.5 x 12 mm balloon at 14 atm. An attempt was made to pass a 2.5 x 18 mm xience v, but it would not cross into the proximal om1. The om1 was re-wired and a 2.5 x 15 mm xience v passed easily and was deployed at 12 atm, the stent balloon was used to post dilate the previously inserted stents to a maximum of 18 atm. Ivus was performed to om1 showing good stent strut apposition. No add'l event or pt info is available.

Manufacturer narrative:
Thrombosis and mi, as noted in the promus IFU, are known adverse events associated with coronary stenting. These pt effects are not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of an sds quality deficiency. Although a conclusive cause for the reported pt effects and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of product quality deficiency. The 2.5 x 23 promus (part 1009527-23b, lot 9051941), indicated is being filed under the same MFR#.